Manufacturer narrative:
B1, b2, h1, h6. Impact code: updated. D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the samples returned consists of two (2) for p/n: 67pfss40 and lot 6026233. Returned samples were received unused, in a plastic bag. No visual defects were identified in the returned samples. The samples were inflated with the use of a syringe to detect any problems in the inflation system. Sample1: it was detected that a section of the cuff was stuck to the tube and did not inflate completely, but after massaging (according to the IFU ¿ instruction for use) the cuff inflated correctly. The sample works as expected. Sample 2: no condition was detected in the inflation system, the sample works as expected. According to the investigation the failure mode of ¿a0492 - will not inflate¿ was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.

Event description:
It was reported that the first device failed to inflate. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.